Manufacturer narrative:
Additional information was received that the issue was with the display assembly. The unit continues to ventilate and alarms remain functional. The issue will be noted during preuse testing, as contained in the user manual. Therefore, there was no malfunction that was reportable. H3 other text: additional information was received that the issue was with the display assembly. The unit continues to ventilate and alarms remain functional. The issue will be noted during preuse testing, as contained in the user manual. Therefore, there was no malfunction that was reportable.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported a malfunction causing a system shutdown resulting in a loss of mechanical ventilation. There was no report of patient involvement.